Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and since the issue did not recur after the reset, the customer was advised that it was safe to continue using the pump. If the malfunction reoccurs, the customer was instructed to contact support again.